Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient has a rechargeable device and it is not working, but the patient did not specify which part. The patient was in a lot of pain. No further complications were reported.